Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using their avea ventilator, on the volume guarantee (vg) mode it is exceeding the high ppeak pressure above 3 cm. There was no patient involvement associated with this event.